Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose reading of 35 mg/dl. Customer declined troubleshooting and stated that she didn't get an alarm because she didn't have a sensor on her. Customer didn't know her blood glucose dropped until she woke up. Customer was sweaty and had a very bad headache. Customer treated with 4oz of orange juice and ate her breakfast. Customer is feeling fine at this time. Customer stated that the incident was yesterday in (B)(6) 2016. Customer also mentioned that her blood glucose was about 200 mg/dl but she declined troubleshooting and treated with a bolus. Customer stated that she knows why it is high and that she has a bladder infection.